Manufacturer narrative:
No device was returned along with no pictures for investigation. A DHR review was conducted and found no anomalies for the related defect.

Event description:
It was reported that the IV catheter sheared off or missing. Attempted to flush IV saline lock with ns 10ml. Upon flushing IV was not patent and leaking so removed IV and noticed there was no long clear catheter piece, it had broken off completely at the hub of the catheter. Unknown how long it had been like that. The IV was started new yesterday by another community paramedic with no complications. The pt. Had been know to pick and pull at her ivs over the referral. It was a 22g IV.